Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to detach. After pressing the catheter, the capsule did not deploy and remained on the catheter. The doctor tried to remove but the mucosa was stuck into the capsule already. The sales representative also tried to break the handle but the capsule did not detach too. Even after breaking the handle, the capsule did not detach. The doctor tried to flush it with water and carefully twisted out the whole catheter. The catheter was removed from the patient but the capsule still remained on the catheter. There was no patient and user harm, and no intervention was required.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic was notified of the following reported condition - the capsule failed to detach. One bravo delivery device was returned for analysis. Adhesive was noted on the nose of the delivery device. Based on the evidence available the reported condition was confirmed. A process improvement has been initiated to prevent this condition from recurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.